Manufacturer narrative:
Integra has completed their internal investigation on december 8, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; product or objective evidence was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. No external damage. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no highlighted issue. Conclusion: no highlighted issue.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is report 2 of 2. Other mfg report number: 2523190-2016-00202. It was reported that testing the forceps at receipt, there was an electric arc at the junction of the forceps and cable. The event lead to 3 superficial round burns of approximately 2x2 mm on the users hand. Not used during a procedure.